Event description:
It was reported that during an interventional procedure, a nc trek (2.5 x 15 mm) was advanced without resistance through a guiding catheter. Reportedly, the distal end broke into two pieces inside the guiding catheter. The guiding catheter with the proximal and distal ends of the nc trek (2.5 x 15 mm) balloon delivery catheter were removed without difficulty as one unit. A new balloon delivery system and guiding catheter were used to complete the procedure. There was no adverse patient sequela or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The hypotube separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.